Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned 6 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. Based on the data provided, the results for 4 patient samples were discrepant. Patient 1 initial crep2 result was 100.1 umol/l. The sample was repeated twice with results of 81.8 umol/l and 82.0 umol/l. Patient 2 initial crep2 result was 98.0 umol/l. The sample was repeated twice with results of 73.2 umol/l and 74.7 umol/l. On (B)(6) 2018 patient 3 initial crep2 result was 82.9 umol/l. The sample was repeated twice with results of 66.5 umol/l and 68.6 umol/l. On (B)(6) 2018 patient 4 initial crep2 result was 96.8 umol/l. The sample was repeated twice with results of 82.8 umol/l and 80.2 umol/l. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 317742. The expiration date was not provided. Calibration data was acceptable. Based on the reagent kinetics for each sample, reagent carryover is suspected. The customer was advised to install 3 extra wash cycles (ewc) before the crep2 test. The samples were re-run with good results.

Manufacturer narrative:
Investigations have determined a reagent carryover to the crep2 (creatinine) or trigl (triglycerides) test can occur if a preceding test containing dextran sulfate is pipetted first and then followed by the chol2 (cholesterol gen. 2) reagent. This carryover can result in discrepant, high results for crep2 and trigl. Installation of extra wash cycles avoids this issue. Customers have been provided with the workaround.